Event description:
New information was received notes the device was explanted due to normal elective replacement indicator (eri) unrelated to the reported issue with the magnet mode rate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the magnet mode rate had been consistently high. Even though the device was implanted for seven to eight years the magnet mode rate measurement was at beginning of life (bol) values on (B)(6) 2018 just before elective replacement indicator (eri) on (B)(6) 2018 after which there was a sudden decrease. The concern was of the sudden decrease in magnet mode rate instead of a gradual decrease over the years. The patient had not been seen in clinic since implant. The patient was scheduled for an explant. The patient was stable.

Manufacturer narrative:
The reported event was not confirmed. The device was received in end of life (eol). Magnet rate readings were normal. Device image analysis indicated that the device was programmed to higher than nominal settings. The battery voltage and current trends were consistent with the programmed settings and were normal. Magnet rates were not recorded and could not confirm the reported event. Device output and stress tests were performed and no high current anomalies to suspect premature battery depletion or sharp decreases in magnet rate were observed. Longevity assessment was performed and found that the device exceeded the projected longevity.